Event description:
On 5/30/00 sscor rec'd suction unit model 64000. The device was examined and found to have a broken fuse holder. The broken holder would not allow the battery to recieve a charge. Sscor, inc. Is not the MFR of the fuse holder. It is a component in co's device. No pt was involved with the component failure. Co concludes that this is an unusual event.